Manufacturer narrative:
Details of complaint: the customer reported that this unit is shutting itself off randomly and having issues with powering back on. The customer was able to duplicate the reported issue in their shop. There was no patient injury reported. Investigation summary: the complaint device was returned for evaluation. The evaluation noted evidence of previous fluid exposure, and the unit could not be powered on after multiple attempts with different batteries. The complaint was confirmed, and the cause was determined to be hardware failure in the rear case or usb board. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 09/15/2025 emailed the customer via microsoft outlook for all information in the ni list above: the customer replied and stated that they're unable to provide the information. Additional information: b4 date of this report. D9 is this device available for evaluation?. G3 date received by manufacturer. G6 type of report. H2 if follow up, what type?. H3 device evaluated by manufacturer?. H11 additional manufacturer narrative.

Event description:
The customer reported that this unit is shutting itself off randomly and having issues with powering back on. There was no patient injury reported.

Manufacturer narrative:
The customer reported that this unit is shutting itself off randomly and having issues with powering back on. The customer was able to duplicate the reported issue in their shop. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that this unit is shutting itself off randomly and having issues with powering back on. There was no patient injury reported.